Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint for this lot number and issue to date, the quantity affected if one unit. Investigation summary: one maxcore biopsy needle was returned for evaluation. During the drop test the cannula fired automatically, thus confirming the investigation for the alleged cannula self-activation. An x-ray showed insufficient cannula tang engagement, and upon disassembly it was noted that the left bumper was overlapped by the stylet spring and the right bumper was bent within the device housing. Based upon the insufficient cannula tang engagement the investigation is also confirmed for the alleged cannula priming issues. The identified bumper issues likely contribute to both the failure to prime and self-activation, however, the definitive root cause could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. (Expiry date: 02/2021). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an ultrasound-guided prostate biopsy, in normal tissue, after the sixth sample pass, the device allegedly self-activated. It was further reported that the procedure was completed with another device and no coaxial was used. There was no reported patient injury.